Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the display was damaged. The display had a deep gouge. The cp was replaced and software reloaded. The programmer then passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch screen was broken. The programmer was returned for service. There was no patient involvement.